Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock resulting in a hospitalization. Approximately 10 days later, while the patient was camping, this s-ICD delivered an additional inappropriate shock as the patient was in atrial fibrillation. A medication change was performed for the patient. This device remains in service. No additional adverse patient effects were reported.